Event description:
It was reported that the customer had a button error alarm on insulin pump. The customer's blood glucose level was 352 mg/dl. Troubleshooting was perfomred. The customer was advised that the insulin pump was going to be replaced and revert to backup plan. No futher information was reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)